Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece (hp) was returned for this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. The serial number did not match any. The hp was received for testing on this investigation. A visual assessment of the returned sample did not reveal any visual nonconformities. The handpiece was connected to a calibrated breakout test box, and both the resistance and dissipation between low electrode and high electrode were found within specification. The returned handpiece was then connected to a calibrated system. The handpiece was recognized, calibrated, primed, and tuned successfully; however, system message (sm) occurred while attempting a five-minute burn-in and before a temperature test could be performed. The cable jacket was then stripped near the handpiece strain relief, revealing broken wires at the handpiece strain relief. However, how or when the wires broke remains inconclusive. The root cause of the reported event can be attributed to broken wires within the cable jacket, near the handpiece strain relief. However, how or when the wires broke remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic handpiece gets very hot and stopped working. No patient harm was reported. Additional details had been requested and none received till date.